Event description:
Pump declared alarm 20 during the load process. There was no adverse impact to the customer's blood glucose level. Customer followed guidance from technical support to load a new cartridge using proper technique and successfully resumed insulin therapy. No previous incidents with cartridge alarms were reported for this pump.